Manufacturer narrative:
A further clinical review of this event was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and qual control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Segments of two catheters were returned for eval and both hubs returned identified the catheters as .035" x 135cm size catheters. All breaks were examined closer under magnification (10x) and the breaks were not clean with evidence of stretching. The stretching is indicative that excessive force was applied to the catheter. The length of both catheters was not able to be measured as the segments could not be deafferentiated into two separate catheters. The complaint investigation is confirmed for catheter breaks.

Event description:
It was reported that two support catheters broke. The first catheter was flushed while in the hoop, then was removed and used for the procedure, however, after successful use of the support catheter, as the tech was reinserting it into the hoop, 21 cm of the catheter was found remaining in the hoop. It was not observed at the time of the use that 21 cm had broken off of the catheter and remained in the hoop. There was no reported pt injury. The user then opened a new support catheter, did not flush it, removed it from the hoop and gently pulled on the distal end of the catheter three times, each time, the catheter broke at the site where the user pulled. There was no pt involvement with the second catheter.